Event description:
Caller reported that damage occurred to a tandem mobi charging pad and cable, which appeared melted and were no longer functional. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support arranged to replace the damaged charging supplies with delivery scheduled via 2-day shipping.